Manufacturer narrative:
The customer reported that the device was in normal operation and went to a blue screen, makes a beeping noise, and then restarted on its own, and comes back up like nothing happened. There was a patient who deceased while on the device. The patient was classified as do not resuscitate before the event occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempts were made to obtain for patient information; however, were unsuccessful. Concomitant medical products: the following devices were being used in conjunction with the cns: zm-531pa (sn: (B)(4)). Org-9110a (sn: (B)(4)).

Event description:
The customer reported that the device was in normal operation and went to a blue screen, makes a beeping noise, and then restarted on its own, and comes back up like nothing happened. There was a patient who deceased while on the device. The patient was classified as do not resuscitate before the event occurred.

Manufacturer narrative:
Details of complaint: on 5/13/2019 customer biomed reported that device was in normal operation, then suddenly goes to blue screen, making a beeping sound and then rebooted. The issue occurred during normal operation at 6:30 am. Customer reported no power issues before or during this event. There was a patient who deceased while on the telemetry device zm-531pa s/n (B)(6) and being monitored at the cns, pu-621ra s/n (B)(6). The patient was classified as do not resuscitate before the event occurred. This issue occurred within 12 hours of a similar event at this facility under notification number (B)(4). Device logs and crash dump files were collected, then sent to the manufacturer nkc for evaluation. Service requested: evaluation. Service performed: evaluation. Investigation result: nkc examined the files and concluded the following: no log which showed reboot at around 6:30 on may 13. Log showed the system detected abnormality by the tool for watching the system operating state and rebooting by the reset function of the safety equipment in order to return to the normal monitoring state at 6:50 and 6:55 on may 11. The errors are as follows: 5/11/2019 6:55:06 watchdog error restart: system restart. 5/11/2019 6:50:23 watchdog error restart: system restart. As a result, there was an ntfs error log which showed the file system structure was corrupt. It is supposed that the cause of the reboot was that the file system structure was corrupt. As the ntfs filesystem was corrupted, it was advised that the chkdsk utility is run on volume c. Reinstallation of the operating system (os) was advisable. Device was put into service on 4/30/2017. Service history for this device shows the following: on 08/20/2019 300179844 - not related to the current issue. On 05/20/2019 300171002 - device shuts down on its own. This issue is similar to the current incident. On 05/13/2019 300170339 - current notification. On 04/05/2019 300165947 - customer biomed reported device was displaying a "bad hdd" error. Nk tech support advised customer to replace the hard drive. Customer hung up the phone before completing the conversation. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. On 01/04/2019 300154974 - not related to the current issue. On 11/27/2018 300151343 - customer reported device rebooted due to windows blue screen. The root cause was not determined. On 09/28/2017 300099253 - customer reported device crashed with a blue screen and then rebooted. The root cause was not determined. 07/24/2017 300091079 - customer reported device crashed. The root cause was not determined. 07/23/2017 300090949 - customer reported device just shuts down on its own. Power supply was replaced as a result. The root cause could not be determined. 07/05/2017 300089054 - not related to the current issue. The above service history shows device was reported to have rebooted or shutdown a total of six (6) times. The cause of the issue was not determined for the first four incidents. The fifth incident, 300165947, customer reported a hard drive failure error. It is unknown if customer had replaced the hard drive as necessary. For the current investigation, logs show device was resetting by user, causing corruption of the operating system (os). Service history for this user facility shows no additional pu-621ra reboot issues. Nkc's investigation showed the reported reboot on may 13, 2019 at 6:30am could not be confirmed. Device log showed the system detected abnormality by the tool for watching the system operating state and rebooting by the reset function of the safety equipment in order to return to the normal monitoring state at 6:50 and 6:55 on may 11. As a result, there was an ntfs error log which showed the file system structure was corrupt. Nkc supposed the reported issue of device suddenly goes to blue screen and then rebooted was due to ntfs filesystem being corrupted. Resetting device by the reset button is not the proper procedure. Cns-6201 operator's manual revision a, section 3.10 describes the proper shutdown procedure. Failure to follow these procedures is a user error - this is concluded to be the root cause of the reboot issue. It is unknown what customer had done to resolve the issue. Service history shows the reported reboot issue has not re-occurred. Based on the limited information that is available, there is insufficient basis to reasonably conclude that cns device caused or contributed to the death in this event. Because the patient was already on a "do not resuscitate" status, it appears more likely that the death was probably incidental and unrelated to the use of cns device. Investigation conclusion: nkc's investigation showed the reported reboot on may 13, 2019 at 6:30am could not be confirmed. Device log showed the system detected abnormality by the tool for watching the system operating state and rebooting by the reset function of the safety equipment in order to return to the normal monitoring state at 6:50 and 6:55 on may 11. As a result, there was an ntfs error log which showed the file system structure was corrupt. Nkc supposed the reported issue of device suddenly goes to blue screen and then rebooted was due to ntfs filesystem being corrupted. Resetting device by the reset button is not the proper procedure. Cns-6201 operator's manual revision a, section 3.10 describes the proper shutdown procedure. Failure to follow these procedures is a user error, the root cause of the reboot issue. Additional device information: d11 & c2: the following devices were being used in conjunction with the cns: zm-531pa (sn: (B)(6)). Org-9110a (sn: (B)(6).

Event description:
The customer reported that the device was in normal operation and went to a blue screen, makes a beeping noise, and then restarted on its own, and comes back up like nothing happened. There was a patient who deceased while on the device. The patient was classified as do not resuscitate before the event occurred.